Manufacturer narrative:
Evaluation of the returned device has been completed. The complaint was not confirmed; the delivery system was returned disassembled, when the external slider was reconnected to the delivery system, it was able to be rotated freely and the graft cover retracted as expected. The root cause of the deployment difficulty could not be confirmed based on the state of the returned device.

Manufacturer narrative:
(B)(4).

Event description:
A valiant stent graft system was selected for the endovascular treatment of a thoracic aortic aneurysm. There was no vessel calcification or tortuosity. It was reported that while attempting to deploy the valiant stent graft, the external slider would not rotate. The physician removed the delivery system from the patient and using excessive force, was able to deploy the stent graft on the back table. It was not reported if there were any kinks on the delivery system after its removal from the patient. There was no damage to the delivery system noted. The physician successfully completed the procedure using another delivery system. The physician could not determine the cause of the event. No additional clinical sequelae were reported and the patient is fine.